Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, a system error 324 occurred but no system error 322. A review of the event history log revealed system error 324 messages but no system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition '322' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The reported issue was potentially submitted incorrectly as an "ec322". No correction is required. Should additional relevant information become available, a supplemental report will be submitted.